Event description:
It was reported that an ilet pump became unusable after moisture exposure during tubing, following a prior screen crack attributed to repeated drops when the clip broke; the event is consistent with moisture damage affecting the seal component of the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at or related to a seal consistent with moisture damage. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
Initial.